Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received. There was no structural damage on the lumen of the sheath. The type of procedure being performed was a transcatheter aortic valve replacement (tavr). Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the manta sheath valve was too tight for the manta to be inserted. The tube covering the footplate did not want to pass the valve of the manta sheath at all to advance into the patient. This was critical as patient was losing blood trying to advance the manta trough the sheath. We opened another 14f manta and it went well and procedure could be completed. After the procedure, we tried to deploy the manta separately out of the patient, and only then after a few tries the manta device went through the valve of the manta sheath. "

Event description:
It was reported that " the manta sheath valve was too tight for the manta to be inserted. The tube covering the footplate did not want to pass the valve of the manta sheath at all to advance into the patient. This was critical as patient was losing blood trying to advance the manta trough the sheath. We opened another 14f manta and it went well and procedure could be completed. After the procedure, we tried to deploy the manta separately out of the patient, and only then after a few tries the manta device went through the valve of the manta sheath. "

Manufacturer narrative:
(B)(4).